Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, moderate paravalvular leak, due to heavy calcification of the native leaflets and under-expansion of this device, was noted. Following a balloon aortic valvuloplasty the valve dislodged from the target site to a supra-annular position. A second valve of the same model and size was successfully implanted valve-in-valve. No subsequent adverse patient effects were reported.